Event description:
Reportedly the suction did not work during a rapid response call. Patient was moved to a higher level of care. Although the patient subsequently expired, unable at this time to say that this event caused or contributed to her death. Biomed at this facility was able to replicate the failure on all 12 of the devices at our facility by using the following process:1. Unplugged unit, turned on battery power for a few seconds and then powered off.2. Plugged into ac power. The units 5 green battery status indicators are on for a few seconds and go off.3. Then 3 or 4 of the green/red battery charge status indicators show unit is charging for about 15 seconds.4. All indicator lamps on the unit then go out and the unit will not turn on when power button is depressed.5. 10 seconds later the green/red battery status charging indicators come back on and unit operates correctly.